Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was determined that the cause of the reported issue was due to the customer¿s third party usb data cable. After the usb data cable was removed, proper device operation was observed and the device was returned to the customer for use. The customer replaced the usb data cable. The device was not returned to physio-control for evaluation. The removed usb data cable was not returned to physio for further evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. As a result defibrillation therapy may be delayed or would not be available if needed. The customer advised that the device was used for patient assessment. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.